Event description:
The autopulse platform (sn (B)(6) was used during the resuscitation of a 57-year-old female patient who weighed about 130 lbs. And was in cardiac arrest. The patient had an extensive medical history, but the cause of the cardiac arrest is unknown, and it was not witnessed. It is unknown how long the patient was in cardiac arrest before receiving the first manual CPR. After one minute of manual CPR, the crew moved the patient to another room and started the autopulse, which operated for approximately 8 minutes, delivering 4 rounds of compressions. The autopulse platform made a popping sound, stopped working, and displayed user advisory 07 (discrepancy between load 1 and load 2 too large). Upon attempting to restart the autopulse by applying light tension to the lifeband, it initiated compressions against the resistance of the user's hand while suspended above the patient. This behavior repeated three times before the user reverted to manual chest compressions. Manual CPR continued for about 20 more minutes; however, return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead at the residence. The customer stated that the patient's outcome was not related to the autopulse system. According to the customer, the autopulse had functioned normally earlier that day. After the incident, the crew tried troubleshooting the device by reinstalling the lifeband and replacing the battery. Despite these efforts, the ua07 error persisted.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) displaying user advisory 07 (discrepancy between load 1 and load 2 too large) was confirmed during both archive data review and functional testing. The root cause of the ua07 was due to a defective load cell, likely attributed to the age of the platform. The device's life expectancy is 5 years. The autopulse platform was manufactured in september 2014 and is almost 11 years old. The reported complaint that the autopulse platform made a popping sound before displaying the ua07 advisory message was not confirmed during functional testing. Throughout device evaluation, no popping sound was detected. Based on the archive review, the platform operated for about 8 minutes (471 compressions) before stopping and displaying user advisory 07 (discrepancy between load 1 and load 2 too large), confirming the reported complaint. Also, the platform displayed the ua07 advisory message multiple times when restarting the autopulse on the reported event date. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. The load-sensing system detected a weight/load imbalance between the two load cells. Upon conducting a load cell characterization test, the result determined that load cell 2 was defective (output reading values were over-reported). To remedy the problem, cell 2 load was replaced. Upon service completion, the autopulse platform will be further tested to ensure it will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use-only indication is prominently displayed on device labels and in the device manual. The benefit of using autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse does not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard-of-care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.